Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer and trainer stated that they wanted to know how to adjust her blood glucose target. Trainer stated that the pump was alerting the customer too often and would like the settings adjusted. Trainer also stated that the pump will alert her of false low blood glucose levels, but customer's blood glucose level will not be low. Customer calibrates two times again. Customer stated that this issue has been recurring since starting on pump therapy. Customer will contact medtronic at a later time to do further troubleshooting since the line was disconnected. Customer was offered troubleshooting but customer declined and provided an example of sensor glucose and blood glucose differences. Customer's blood glucose level was 106 mg/dl, but the sensor glucose reading was low, causing the pump to go into threshold suspend. Pump may need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).